Event description:
Rptr bought a pair of cosmetic contact lenses from the business. Rptr has never been fitted for contact lenses, nor have they ever worn contact lenses of any kind. Rptr was advised that there was no measurement needed for the contact lenses. After wearing the contact lenses rptr developed, what was later diagnosed as contact lenses keratitis. This co was not trained or licensed to sell these contacts. Rptr did not know this at the time of purchase. This event has also been directed to the dept of health, the better business bureau, the attorney general of state, and the dept of state svs -drugs and medical devices unit-.